Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted a cut in the insulation related to the removal of the suture sleeve, electrocautery damage was noted in the lead insulation and the suture sleeve was cut. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation was not performed due to the electrocautery damage. The lead was found to be within specification electronically.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged (B)(6) post implant. During the revision procedure, tissue was observed in the tip of the lead. The lead was explanted and a new ra lead was successfully placed without incident.